Event description:
It was reported that the patient was dissatisfied with vision 1 day post lens implant. The doctor feels the power of the lens was incorrectly labeled. The doctor removed the 22.50 diopter lens and replaced it with a 21.00 diopter lens. Sutures were used. The lens exchange has improved uncorrected visual acuity. The patient's current prognosis and treatment are good, possible touch up lasik os. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.